Event description:
It was reported that during a hysterectomy, in less than 5 minutes of the procedure, it was noticed that the rubber insulating the jaw of the forceps had melted, causing a large amount of smoke and a burning smell. Removed the forceps and visualized that the rubber melted and completely released from the mandible of the forceps, and it was not possible to continue the procedure with the material.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/5/2022. D4 batch #: x94d5t. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad damaged, melted, not all present, and the missing portion was not returned. The tissue pad was not detached as reported. In addition, the black coating of the blade was damaged. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. It is possible that the reported smoke was generated by the tissue pad being melted. Occasionally, damage to the blade coating occurs when the blade is exposed to metal contact and/or high heat / prolonged activation without tissue present in the distal section of the jaws and the jaws closed. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch x94d5t, and no non-conformances were identified.